Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported checking her blood glucose, which was 200 mg/dl, but she was vomiting and felt as though her blood glucose was in the 300 to 400 mg/dl range. At the time of this report, customer's blood glucose was 200 mg/dl and she had received a motor error alarm, but was able to complete the rewind sequence. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.